Event description:
Connection issues were reported relative to the subject pacemaker. During a follow up performed on (B)(6) 2018, the ventricular lead impedance was measured at over 3000 ohms in both bipolar and unipolar configurations. There were no other abnormalities. A re-intervention was performed accordingly on (B)(6) 2018. The subject pacemaker was taken out of the subcutaneous pocket and a lead pull test was performed before the ventricular set-screw was loosened; then, the ventricular lead was easily disconnected from the ventricular port. When the ventricular lead was tested using a pacing system analyzer, the lead measurements were satisfactory. It was therefore decided to continue the use of the ventricular lead as there seemed to be no lead issues. Considering the risks for infection, the use of the subject pacemaker was discontinued. A new device was implanted.

Event description:
Connection issues were reported relative to the subject pacemaker. During a follow up performed on 13 feb 2018 the ventricular lead impedance was measured at over 3000 ohms in both bipolar and unipolar configurations. There were no other abnormalities. A re-intervention was performed accordingly on (B)(6) 2018. The subject pacemaker was taken out of the subcutaneous pocket and a lead pull test was performed before the ventricular set-screw was loosened; then, the ventricular lead was easily disconnected from the ventricular port. When the ventricular lead was tested using a pacing system analyzer, the lead measurements were satisfactory. It was therefore decided to continue the use of the ventricular lead as there seemed to be no lead issues. Considering the risks for infection, the use of the subject pacemaker was discontinued. A new device was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical characteristics. No tightening mark on the ventricular set-screw tip was found.

Manufacturer narrative:
(B)(4).

Event description:
Connection issues were reported relative to the subject pacemaker. During a follow up performed on 13 feb 2018 the ventricular lead impedance was measured at over 3000 ohms in both bipolar and unipolar configurations. There were no other abnormalities. A re-intervention was performed accordingly on (B)(6) 2018. The subject pacemaker was taken out of the subcutaneous pocket and a lead pull test was performed before the ventricular set-screw was loosened; then, the ventricular lead was easily disconnected from the ventricular port. When the ventricular lead was tested using a pacing system analyzer, the lead measurements were satisfactory. It was therefore decided to continue the use of the ventricular lead as there seemed to be no lead issues. Considering the risks for infection, the use of the subject pacemaker was discontinued. A new device was implanted.